Event description:
A display issue was reported with the adc application version 2.10.0 in use with iphone 8 with ios operating system 16.5.1. The customer stated that when they open the application, they can only see a white screen displayed. Due to this issue, the customer was unable to obtain readings and experienced "dizziness, sweating" and received a third-party treatment of oral glucose. Adc has identified that following the release of the freestyle librelink (fsll) application for ios, v2.10.0, on 12-jul-2023 (11 am) in the united kingdom (UK), some users have experienced a situation where the application upgrade is unsuccessful, and as a result, they receive a white screen in the application user interface (ui). This issue does not affect users in the united states. This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application, v2.8.1, was no longer available to users on the apple app store. This issue was addressed in the field by (B)(4)and was resolved in the field by the release of the updated fsll ios application, made available in the apple app store in the UK on 17-jul-2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results, or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by (B)(4). The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same / similar to us freestyle librelink / freestyle libre 2 ios application part number: 71733-01/71926-01. All pertinent information available to abbott diabetes care has been submitted.